Event description:
It was reported by the customer that the plastic part of the hard paddle assembly that holds the adult paddle onto the pediatric paddle had broken, preventing the adult paddle from fully contacting the pediatric paddle. When the customer tested the paddle assembly for energy discharge, they received an "abnormal energy delivered" message. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement paddle assembly. The customer later confirmed that the hard paddle assembly had been replaced. The broken assembly will not be returned to physio-control for evaluation; therefore, the root cause of the reported failure cannot be determined.